Event description:
Allegedly as the doctor started to screw product in, the screw broke off at the tip.

Manufacturer narrative:
The additional info received by the distributor of aap's cannulated screws (B)(4) states that the surgeon did not pre drill before inserting the screw. Although the screws are self drilling and self tapping it is explicitly explained in the surgery technique that pre-drilling is recommended in case of hard bone structure to prevent a damage of the screw. The visual inspection of the screw shows a defect of the tip which is a result of drilling the screw into the hard cortical bone.